Manufacturer narrative:
The product was not returned. A photo was provided of a single-piece lens in the eye. The lens was posterior surface up. One haptic tip was visible over the optic. A scratch or crack was observed near the optic center. This damage was just off center. The damage was perpendicular to the travel path. This damage may indicate a plunger over/underride occurred. A qualified cartridge and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The product was discarded by the facility. Based on review of the provided photo the lens had a scratch or a crack. This damage was just off center. The damage was perpendicular to the travel path. This damage may indicate a plunger over/underride occurred. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information us received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, a scratch was observed on the lens. The lens was removed and replaced with another one. As the lens was damaged and posed a potential risk of contamination during transport, it was not retained. Additional information was received as after lens injection and its unfolding inside the eye.